Event description:
It was reported that during a sling procedure the surgeon completed the dissection and placed the device in the 'u' position. Before she removed the inserter, she checked the patient and there was no urinary leakage. The surgeon experienced difficulty when attempting to remove the inserter on the left side but was successful. Once the inserter was removed, the patient was checked with a credet maneuver and considerable urinary leakage occurred. The device was removed and the procedure was completed successfully with another type of sling device. No adverse patient outcome was reported.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.